Manufacturer narrative:
(B)(4). Full UDI not provided as the lot# was not provided by the customer. The complaint cannot be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. A review of the potential certificate of compliance was performed using a potential lot number found through sales history, and no relevant findings were identified. The IFU provided with this kit was reviewed as part of this complaint investigation. The IFU for this device, states, "attach a primed ez-connect extension set to the hub, firmly secure to cannula hub by twisting clockwise, ensure clamp is open. Note: do not use any instruments to tighten connections. Note: to prevent valve damage, do not use needles or blunt cannula to access the swabable valve. Non-standard syringes or connectors can damage the swabable valve." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "no harm to patient. Io needle threads were broken off and stayed connected to extension tubing.".

Manufacturer narrative:
(B)(4). Full UDI not provided as the lot# was not provided by the customer.

Event description:
It was reported that: "no harm to patient. Io needle threads were broken off and stayed connected to extension tubing."